Event description:
It was reported paramedics were called because customer was experiencing low blood glucose in the 40 mg/dl range. He was treated with an IV. Customer's spouse stated he might have had a bad site as his blood glucose was initially 600 mg/dl and it took a while for it to lower. When it did customer bottomed out. Customer was not in a vehicular accident. Customer's spouse stated it was human error with the corrections. Customer's spouse stated the device was working as designed and declined troubleshooting. Event occurred about a month ago. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.